Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient experienced pain at the ipg site. The ipg was flipped in the pocket. As a result, surgical intervention was undertaken on 02jun2026 wherein the ipg was repositioned to address the issue. During the procedure the physician accidentally moved the lead. Surgical intervention may be undertaken in the future to address the lead.